Event description:
During the intracerebral embolization procedure, the second coil would not deploy. Then, another one was used to complete the procedure. All the products were new. The vessel was curved and the aneurysm was 3mm.

Manufacturer narrative:
Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. During prep, the blue zone was not exceeded on either syringe. After disconnecting the second coil delivery system, no damaged was noted on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub. After the coil did not detach at the initial zone, the alternative red zone was utilized to detach the coil. Two other coils were detached with these same syringes, and after the event, the same syringes were utilized to complete the procedure. Other than the reported event, no damages were noted on the syringes, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13385265 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13385265. Coil subassembly lots 13366386 and 13363118 were reviewed. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Calibration records for machines (B)(4) and coil loading machine were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for machines (B)(4) and coil loading machine were reviewed and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Additional information will be submitted within 30 days of receipt.